Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 39.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the lead was explanted due to it being dislodged. No further information is available at this time.